Manufacturer narrative:
The field svc tech installed a new motor and harness. The unit passed all tests and was returned to svc.

Event description:
It was discovered during the repair process that the wiring harness was burned and melted. There was no allegation of smoke or fire reported and there were no adverse consequences.